Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative verified the unit and found that the event was due to the transducer cable provided by the customer. This cable was checked in other units functioning and produced the same event. A good transducer cable was connected and the pump functioned as designed. Performed all functional and safety test. If functioned normally and was returned to the customer. A supplemental report will be submitted if additional info becomes available. (B)(4).

Event description:
Customer reported that while in use on a pt, pump showed "trainer in use" message while trying to start support, several cables and transducers used. No pt injury reported.